Event description:
It was reported that during a device check, the autopulse platform did not power on. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll (B)(4) confirmed that the platform powered on once, but soon after displayed a "low battery" message and powered off. The autopulse platform in complaint was then returned to zoll (B)(4) on 04/08/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the lcd backlight was not functioning upon power on of the platform. The platform was unable to undergo initial functional testing because it displayed a "replace battery" message that did not clear. Further investigation found that one of the connectors of the battery cable was damaged. A damaged connector will cause the battery cable to be pushed in when a battery is inserted. Therefore, the battery will not have full contact with the battery cable connector, which will cause the platform to display a "replace battery" message. A review of the platform's archive was performed and found no errors or anomalies on the reported event date of (B)(6) 2015. However, the archive showed that multiple user advisory (ua) 3 (error communicating with battery controller (replace battery)) messages occurred on (B)(6) 2015. Based on the investigation, the battery cable was replaced to remedy the customer's reported complaint of the platform not powering on. The platform underwent and passed all final functional testing. In summary, the customer's reported complaint of the platform not powering on was confirmed through initial functional testing. In addition, platform archive data indicated that ua 3 messages occurred on (B)(6) 2015. The root cause of the reported complaint and the ua 3 messages was determined to be a damaged connector on the battery cable, which caused the battery cable to be pushed in when a battery is inserted into the platform. Because the battery cable is pushed in, the battery does not have full contact with the battery cable connector. The platform will then display a "replace battery" and power the device off. The battery cable was replaced, allowing the platform to function as intended.